Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 08/04/2015 device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: there were multiple call service 127 alarms observed in the pump history. A call service 127 alarm was received when the pump was powered on and could not be cleared. The voltage of the c38 unit was out of specifications.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had a call service 127 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.